Manufacturer narrative:
Evaluation results: related to another drug/device (post-dilation balloon most likely caused the stent foreshortening). Evaluation conclusions: another device caused failure (post-dilation balloon most likely caused the stent foreshortening). (B)(4).

Event description:
The physician successfully implanted a 2.5 mm diameter x 18 mm length integrity rapid exchange (rx) coronary stent to treat a lesion in the lad. The target lesion was reported to be calcified and exhibited 60-70% stenosis. Once the stent was implanted, the physician used a 3.0 x 12 mm other brand balloon to post dilate the stent. Resistance was encountered while attempting to advance the post-dilation balloon into the stent and this resulted in a "foreshortening" of the stent. A second wire was introduced and two smaller profile balloons were used to post-dilate the stent which resolved the issue. The integrity rx device had been inspected and prepared prior to use with no abnormalities noted. No clinical sequelae were reported.